Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for pre-dilatation. However, during inflation within the specified pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded. The tip is damaged. Inspection of the device presented no other damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure. The coyote nc device inflated and held pressure for 5 minutes without leaking. Product analysis did not confirm the reported burst event. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for pre-dilatation. However, during inflation within the specified pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.